Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough and the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. This occurred with 2 boxes of infusion sets. The infusion set lot number was not provided. It is unknown if both boxes had the same lot number. No adverse event was reported. The infusion set boxes were discarded; therefore, no product could be requested to be returned for product evaluation.